Manufacturer narrative:
During follow-up, the patient said he noticed no defects or malfunction with the m14 catheters or k1 insertion kits. The m14 catheter is most relevant to the device problem.

Event description:
Intermittent catheter patient (user) said he was recently treated for a urinary tract infection (uti) concurrent with cure medical brand m14 catheter and k1 insertion kit (gloves, bzk wipe, collection bag, underpad, lubricating jelly) use. During follow-up, the patient said he was prescribed an antibiotic, took the full course, and recovered completely.